Event description:
It was reported that the patient's generator was explanted. It is unknown if the lead was explanted. No further or relevant information has been received to date.

Event description:
The generator has been received into livanova. Product analysis was completed for the generator. The battery was returned in end of service - yes condition (1.628 volts). A visual assessment on the generator, performed at the product analysis test bench, revealed no visual anomalies. The generator data was reviewed in full. The last 25% change in impedance was from high impedance to higher impedance, and as such, this cannot be used to assess when the high impedance was first seen. The generator was in a pulse disabled condition, as the battery was below the end of life threshold. No other anomalies were seen. Based on the electrical performance of the generator, as measured in the pa lab, will be used to conclude no anomalies exist and the end-of-service condition is an expected event. No further information is available.

Event description:
The lead was replaced, and has not been received from the explanting facility. No other information is available to date.

Event description:
During the periodic review of the programming history database, a high impedance event was identified. The previous diagnostic tests showed indications of proper device functionality. The patient's device was left programmed on after the high impedance was identified. No further relevant information has been received to date.